Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/11/2009 that a customer had a problem with a defibrillation electrode. The customer reports defibrillation was attempted on patient in full cardiac arrest and pads failed to shock. The patient was given additional code blue response by the fire department and the patient's condition was unchanged and the pt expired.